Event description:
It was reported by a patient's mother that the patient had been hospitalized due to "increasing seizures that were more prolonged than usual." Further information from the mother stated that the patient had again been admitted to the hospital for "break though" seizures, which the mother described as occurring more frequently than before vns had been implanted. Good faith attempts for further information have been unsuccessful to date.